Event description:
It was reported, high pacing impedance was observed on the left ventricular (lv) lead. Lead insulation damage was suspected. Additionally, it was observed there was a decrease in battery longevity of the device resulting in premature elective replacement indicator (eri). It was suspected the premature eri was due to the high pacing impedance observed. The device was explanted and replaced. The patient was stable.